Event description:
It was reported that during the implant attempt, the lead had "bad parameter." The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Event description:
It was reported that during the implant attempt, the lead had "bad parameter." The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the there was blood in the distal end of the lead, there was blood on the distal and proximal conductor (not obstructed).